Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had failed battery and multiple pump errors. The customer¿s blood glucose level was 65 mg/dl and sensor blood glucose was 46 mg/dl. Customer states she was having some low issues that she was trying to treat and two numbers of pump errors and a battery failed and it needed a time change and nothing had actually changed and she has active insulin updating. Customer states pump acting weird. Pump error alarm that occurred was the motor arm cannot communicate with the main arm and software error detected at the time of basal. Customer is able to complete pump rewind. Customer declined to troubleshoot for the battery failed alarm. The insulin pump will be returned for analysis.